Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (will not power up monitor) has been confirmed. As received, the battery pack would not power up a monitor. A root cause analysis is currently underway. No adverse event resulted from the defective battery pack. The battery pack was not issued to a pt.

Event description:
A pt service representative (psr) contacted zoll customer support to report that he was testing his equipment in preparation for a pt fitting when he discovered that a battery would not power up a monitor.